Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explant physician reported a left side implant deformation and rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 device evaluation:visual analysis of the photographs identified cloudy, voids and yellow particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Explant physician reported a left side implant "deformation and rupture". Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation and rupture.

Event description:
Explant physician reported a left side implant deformation and rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6.

Event description:
Explant physician reported a left side implant deformation and rupture. The device remains implanted.